Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Information was received from the manufacturing representative, regarding a 45 year old female patient receiving intrathecal dilaudid 20mg/ml at 1.75mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and degenerative disc disease. It was reported that the patient's pump stopped and had to be replaced on (B)(6) 2015. The details regarding reason for the pump revision were unknown at the time of this report, and that the representative was made aware of the replacement a couple of days prior to the procedure. No symptoms were reported. It was noted that the representative believed that the old drug was taken out of the pump and injected into the new pump because there was only 7 ml in the reservoir of the newly implanted pump. The patient was doing great since the pump was replaced. Additional information received from the manufacturing representative reported that the patient was doing well and happy. If additional information is received this report will be updated.